Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer ¿s blood glucose (bg) was over 700 mg/dl. Customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka). Ketones were considered as dangerous by a healthcare provider. Customer was treated with intravenous insulin/fluids. Upon removal of the infusion set cannula, it was found to be kinked. Type infusion set used was not reported. Customer had not yet been discharged. Reportedly, customer switched the type of infusion set. Although multiple attempts were made by tandem technical support, additional information was not provided.